Event description:
Pump declared alarm during insulin delivery, causing no rise in blood glucose level beyond 500 mg/dl. Cartridge alarm sustained despite correct loading guidance received from technical support, prompting pump replacement within warranty. Customer was informed of replacement, with a substitute pump provided to ensure uninterrupted insulin therapy.